Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family of this user reported on (B)(6) 2021 that while rough playing with his sibling, the knee of the sibling banged the implant site. The loss in hearing performance with the device was experienced as a sudden loss.

Event description:
The family of this user reported on (B)(6) 2021 that while rough playing with his sibling, the knee of the sibling banged the implant site. The loss in hearing performance with the device was experienced as a sudden loss. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause investigation of the device would be necessary. Re-implantation is considered but no date has been scheduled so far.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The family of this user reported on (B)(6)2021 that while rough playing with his sibling, the knee of the sibling banged the implant site. The loss in hearing performance with the device was experienced as a sudden loss. The user was re-implanted (B)(6)2021.